Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urgency frequency, urge incontinence. The t rial started on (B)(6) 2018. The patient reported that she went to use the restroom and thought the lead wire moved. The patient was advised to contact her clinician¿s office. No further complications were reported.